Event description:
The reporter stated she cut her finger, when breaking the control ampoule for use. She did not wrap the ampoule in gauze. She washed her finger and applied a bandaid.

Manufacturer narrative:
Device labeling has been revised to include proper handling and use.